Manufacturer narrative:
(B)(4). Device return pending facility's investigation the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the device was used during a laparoscopic nissen procedure. The device was being used around the hernia sack. The generator displayed "too much pressure on blade." The surgeon stopped cutting, reduced pressure and tried to reactive, however, the device would no longer work. The surgeon removed the device from the patient to test, he opened the jaws and there was arcing, the tip shattered and broke off. Another device was used to complete the case. There was no adverse consequence to the patient. .